Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). The patient was throwing up so his spouse drove him to the hospital where they diagnosed him with diabetic ketoacidosis. Upon deactivation it was noticed that the cannula was bent. At the hospital they placed him on an intravenous therapy of insulin, fluids and potassium. There was also some blood work done at the hospital. The patient was released from the hospital on (B)(6) 2019. The pod was worn longer than 48 hours on the abdomen.